Event description:
It was reported the pt has had several revisions for leads coming out of place. The patient experienced a loss of therapeutic effect when the leads were out of place. The leads are in the back of the patient's head. One month post-implant, the right lead dislodged. The lead was revised in 2006, due to migration. The lead was replaced. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to MFR reports # 3004209178-2008-04921, 3004209178-2008-05037 and 3004209178-2008-05038.